Event description:
It was reported that, during preparation of the procedure, this fiber could not be used. The fiber was replaced, and the procedure was completed successfully using another fiber. There were no patient complications. Analysis of the returned fiber identified a connector fracture.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece with no defects on the fiber body. The tip was degraded. During testing of the connector, no light was found to be exiting the connector face, which indicates the fiber experienced an internal connector fracture. The fiber was also functionally tested, and no aiming beam could be determined. The reported allegation was confirmed. Based on analysis results and information available, a fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for use (IFU), the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing.